Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with no tortuosity and no calcification, pre-dilatation was performed. A 2.5x28 rx xience prime stent delivery system (sds) was advanced without resistance and deployed. During deployment, a proximal edge dissection occurred. A 2.5x12 xience v sds was advanced and implanted to treat the dissection. The patient was doing fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.